Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported when the patient increased his setting from 2.9-3.0 he experienced a jump in his right leg, and sometimes in both legs. At 2.9 the setting was too low. The patient had to sit straight and sometimes had to toggle the stimulation on/off for it to cover his pain. It was noted that the target stimulation area was the shoulder blades and lower back. No trauma/falls were reported that could have been related to this issue. It was also noted that the patient was wheelchair bound. The patient was to follow-up with a healthcare professional and had left a voicemail for a manufacturer representative (rep) on the morning of (B)(6) 2016 providing some information and requesting a call back to schedule a device check. It was noted that the change in therapy/symptoms was sudden. The leg jumping issue when increasing settings began on (B)(6) 2016. The patient having to ogle stimulation on/off occurred since implant. Additional information was received from the patient. It was reported that the patient notified his managing physician about the issues. The problem is that the right leg was the specific side that had an issue. At a low but medium rate the patient got a slight pulsing jumping feeling. He notified the rep and a nurse at the doctor's office and told both parties that if he ran the right side super slow and increased the left side the stimulator sensation would blend and operate correctly. The rep told the patient that he would make an appointment and see if there were some adjustments he could make when he was in the area. The patient increased the left side and that ran great and was presently the way the patient was using it. It was clarified that the patient did not toggle the unit as discussed with the rep. The pulsating was only on the right side. The action taken was to barely run the right side and significantly increase the left which seemed to blend the sensation and helped block the pain in the lower back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-01-03 reporting that they needed to meet with a manufacturer representative because of the same issues as were previously reported. The patient had stimulation in their crotch and that was not the intended location.

Event description:
Additional information provided reported that the patient¿s jump in their leg was a jolting and would only occur on their right side when trying to increase stimulation. It was later stated that it occurs on the patient¿s left side. The side in which the jolting occurred was unclear. No falls, traumas, or accidents that could be related to this event. It was noted that the patient wanted their device reprogrammed. The patient was following up with a manufacturer representative.

Event description:
Additional information was received from the manufacturer representative on 2017-01-04 reporting that the manufacturer representative planned to meet the patient next tuesday afternoon for reprogramming ((B)(6) 2017). Information reporting indicated that the manufacturer representative had met the patient on multiple occasions for reprogramming and that one of the factors contributing the event was the patient¿s expectations. It was reported that the cause of the stimulation in the crotch was unknown at this time. The manufacturer representative had not been notified of the stimulation in the crotch but would be reprogramming the patient next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.